Event description:
The customer reported accidentally delivering too much insulin by completing the fill tubing step while connected to the pump. The customer's blood glucose level was reported as 340 mg/dl, indicating no adverse impact to the blood glucose level. The customer consumed carbohydrates to address the over-delivery of insulin, and they were advised by technical support to contact their healthcare provider for further assistance. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.